Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received a sample and two (2) photos for investigation. The sample and photos were reviewed and the indicated failure mode for improper assembly was observed. The stopper was perpendicular in the plastic hemogard shield. Additionally, thirty (30) retention samples from bd inventory were evaluated by functional testing and the issue of improper assembly was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of improper assembly. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Awareness of this complaint has been created within the business team. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the user identified difficulty removing the stopper. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: could not collect blood because stopper was not assembled properly.